Event description:
I was doing a lumbar puncture for a patient. I wanted to get an opening pressure on the patient as it is vital for her care. The connector of the monometer provided in the kit did not fit the needle provided in the kit. The pieces did not fit together to allow me to obtain the opening pressure. I have used the same kit the day prior with the same equipment which had the correct pieces that fit and worked appropriately. This kit was defective.